Event description:
It was reorted that this lead was surgically abandoned due to advisory/recall. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).